Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was noted that there were stored episodes with noise and oversensing on both the ra and rv channels. Slightly high thresholds were noted on the rv lead and it was reported that the output was 4 mv at 1 ms. It was also reported that threshold testing provoked coughing in the patient. The patient's ra and rv leads are both non-boston scientific products. No adverse patient effects were reported. This device remains in service.